Event description:
Per the clinic, the receiver/ stimulator became dislodged from the recess bed. Surgery was conducted on (B)(6), 2012, to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.